Event description:
Information received indicates the bed was just delivered and no functions are working.

Manufacturer narrative:
The technician found the incorrect power control module installed for the n version bed. The technician installed the correct power control module to repair the bed.